Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose value. The customer's blood glucose value was 2.3 mmol/l. The customer already ate and now feeling well. It was unknown if the customer using auto mode at the time of incident. The customer declined troubleshooting. The customer received change sensor and calibration not accepted error. The insulin pump will not be returned for analysis.